Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the fbt cemented sz 1.5-3 keel punch was damaged on the base where it connects onto the fbt black handle. Nothing was broken off from the instrument, but the connection was damaged/not fitting onto the handle. No surgical delay.

Event description:
Additional information received indicated that the base of the keel punch was worn. No allegation against the handle.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.